Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient is feeling uncomfortable with his speech processor. No accident or head impact has occurred. Testing was carried out which showed 2 short-circuits involving 5 electrode channels.